Event description:
This serious unsolicited case was reported on (B)(6) 2011 by a consumer - (B)(4). This case involves a (B)(6) female pt, treated with poly-l-lactic acid (sculptra) in (B)(6) 2008 (indication, dosage, location of injections, batch and lot number not reported). After each injection of poly-l-lactic acid, the pt received orientation to take fexofenadine (allegra) for unspecified indication, unspecified cream for unk indication, paracetamol (tylenol) prn to treatment fever and betamethasone, dexchlorpheniramine (celestamine) for treatment of swelling (nos) (which always occurred). The outcome for the above mentioned adverse events is unk. After receiving third injection, in (B)(6) 2008, there was "encapsulation" of the product on her right check, described as a nodule mildly higher than a bean. As corrective conduct she started receiving injection of unspecified solution, message and treatment with an unspecified light in order to decrease the nodule size. During this treatment, the pt also received injections of clarithromycin 500 mg, amoxicillin 100 mg daily and amikacin 500 mg every other day. However, since the area was ugly, the pt underwent surgical withdrawal of the nodule, as per a dermatologist's orientation and the nodule was forwarded to biopsy. Fifteen days after biopsy, the nodule was identified as bacterial infection by mycobacterium chelonae. About one month after nodule withdrawal she experienced pustules on the same area and two more surgical procedures had to be performed for their withdrawals. Due to large intake of drugs the pt ended up experiencing partial loss of hearing, gastritis and a cyst on liver on dates not informed. Corrective conduct and outcome for these adrs were not provided. During 2009, she was considered recovered from bacterial infection. However, about one month ago the pt noticed reoccurrence of nodule, but no bacterial infection has been diagnosed thus far. She received doxycycline for one month as corrective conduct with regression of the nodule (size decrease), but after that the skin coloration, which was normal, became reddened, as indicative of an infection. Additional, the pt states that her face got deformed, since her cheek is "fleshless" and her skin got retracted due to the bacterial infection. Significant/relevant medical history: not reported. Relevant concomitant medications: not reported. Action taken: unk. Corrective treatment: fexofenadine, unspecified cream, paracetamol, betamethasone, dexchlorpheniramine, unspecified solution injected, massage, unspecified light, clarithromycin, amoxicillin, amikacin, surgery, doxycycline. Outcome: recovered from bacterial infection by mycobacterium and nodule. Unk for partial hearing loss, gastritis and cyst on liver. Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2011: this adult female pt received poly-l-lactic acid for unk indication. In 2008, after administration of poly-l-lactic acid, the pt reportedly experienced infection of mycobacterium chelonae and reduction of hearing on an unspecified date. This case lacks sufficient info needed to make an adequate assessment of the case; however the hearing loss may be confounded by ageing and recent infection. Additionally, m. Chelonae has been associated with trauma, recent injection and surgery as present in this pt. Further info including past medical history, co-morbidities, the exact details of the events, exact diagnosis, immune status, lab studies and hospital summary have been requested.